Event description:
The product was during an unspecified procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hospital has reported that no pt injury occurred.

Manufacturer narrative:
The rpt'd condition was confirmed however, the exact cause could not be reliably determined.